Event description:
It was observed, that during the device evaluation. The colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material adhering to the air/water cylinder, the air/water supply channel, and the auxiliary water channel. It was not possible to identify the foreign matter. There was no physical damage confirmed at the place where the foreign material remained in the device. Based on the investigation results, a definitive root cause could not be determined the event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in chapter 5, "reprocessing the endoscope," of the instruction manual gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.